Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a pooled blood product. Donor unit ID (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, e.1, h.6, and h.11 and a correction in b.3. Investigation: an investigation was conducted for the imugard platelet pooling set leukoreduction failure. The terumo bct field performance team visited the customer sites to observe the platelet manufacturing process, and more specifically the platelet pooling process using the imugard pooling sets. The focus of this visit was to observe the processes to identify any possible causes or contributing factors to the leukoreduction failures observed beginning in (B)(6) of 2024 and peaking in (B)(6) of 2024. Many of the events occurred in may, which was shortly before both preventive maintenance and calibration verification were due on the sysmex instrument used to measure wbcs for those products. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * cell counter calibration and performance during the month of may. * minor differences in product handling and sampling processes compared to more typical processes. * variation in manual expression steps of the platelet production process. * possible differences in processes between the platelet manufacturing sites. * a defective supplier component (filter).

Event description:
The customer reported elevated white blood cell (wbc) content in a pooled blood product. Donor unit ID # (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing; therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.